Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. It was noted that the pump emitted 128 replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2015 with the following findings: a review of the pump black box data showed no evidence of short battery life or a cs 128 alarm. The black box did indicate evidence of an unacknowledged eaw 128 replace cartridge alarm. An unacknowledged alarm can drain the battery when it occurs. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap secured properly to the pump and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.